Manufacturer narrative:
One opened probe was received, without a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the probe needle/stiffener pulled out of the needle holder. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The picture attached was reviewed by the manufacturing site. Picture show a label with reported lot number. Reported issue cannot be confirmed from picture. The video attached to the parent file was reviewed by the manufacturing site. Video show detached stiffener/ needle. Reported issue confirmed from video. The complaint evaluation confirms the probe had a detached needle/stiffener from the needle holder. The exact root cause of the component detachment cannot be determined, however, a manufacturing related root cause cannot be ruled out. A non-conformance record has been initiated related to the needle assembly detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy tip loosened and fell out during the cutting process, caused it to touch the retina and create an iatrogenic hole in the patient during vitrectomy surgery. The surgery was completed after replacing the probe with another one.